Manufacturer narrative:
Tracking #.56751/a. Proximate reloadable linear stapler-based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. It could not be ascertained as to why the staple line reportedly came apart.

Event description:
It was reported the tx60b was used during a low anterior resection. It was reported by the affiliate the surgeon was working in the lower pelvis, he stated that he pulled the white lever, then the black lever, he felt on either side of the area being stapled and then fired. The end result was that the staple line came apart, he had to close with suture. There was no consequence to the pt.